Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of over 600 mg/dl. Blood glucose level when admitted to hospital was around 600 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information was provided which was not included with the initial report.

Event description:
Customer stated that they were on auto mode at the time of incident.